Event description:
The patient had coronary intervention with procedural sedation for chronic total occlusion of right coronary artery with bilateral femoral artery access. On right femoral artery (rfa) access with micro puncture, galt micro puncture sheath broke off at hub inside rfa.